Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. No button error alarm noted during testing. The device had minor scratches on the lcd window and broken belt clip slot at battery tube threads area. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone, customer was attempting to bolus and the buttons weren't responding. After a few minutes the device alarmed button error. Field representative exchanged the device. The device will be returned for further analysis.